Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that the device did not hold pressure and it was recalibrated. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the a.t.s. 4000 tourniquet on (B)(6) 2019 revealed that the issue was not confirmed. The device was inflated to 250 millimeters of mercury (mmhg) on both cuffs and no problem was encountered with inflation or holding pressure. The software did need upgraded to the most current version. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2019 which included upgrading the software to the most current version. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the issue was not confirmed. The device was inflated to 250 millimeters of mercury (mmhg) on both cuffs and no problem was encountered with inflation or holding pressure. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the issue was not confirmed. The device was inflated to 250 millimeters of mercury (mmhg) on both cuffs and no problem was encountered with inflation or holding pressure. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device did not hold pressure and it was re-calibrated. There was no harm reported. No adverse events were reported as a result of this malfunction.